Event description:
It was reported that there was a gradual increase in left ventricular (lv) lead pacing impedance values over the course of the last year. Technical services (ts) found measurements up to 1803 ohms. This lead is a (B)(6) product. No adverse patient effects were reported. Currently, this lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).